Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction and death are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 3.5 years post xience v stent implantation in the proximal circumflex, the patient died. No autopsy will be done. Per the death certificate, cause of death was a myocardial infarction. There was no additional information provided.